Manufacturer narrative:
The device is expected to be returned for evaluation, but has not been received yet. If the product is received back, a follow up report will be sent once the investigation is completed.

Event description:
During a procedure using stryker navigation, an anchoring pin broke during use. The surgeon used a small frag pin removal set to drill around the pin and extract the pin from the bone. Another pin was placed to complete the procedure.